Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a car. The cause of death was still unknown but thought to be due to diabetes and recent lap band surgery. The caller stated that the customer had a lap band surgery that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis once the police investigation was complete.